Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on three different occasions; in (B)(6). Customer could not remember dates or blood glucose levels. Customer was hospitalized due to high blood glucose. Each time, customer had symptoms of feeling very ill, ketones, nausea, vomiting and abdominal pain. Customer was just released from the hospital at the time of call and no longer wanted to troubleshoot or document issue. Customer was advised to call back when feeling better.